Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using sister lot 01113c000 containing the same bulk material as likely cause lot 01213c000, and testing passed. Tracking and trending identified that the abbott intact pth assay method shows a positive bias and product information letter was sent to customers. Labeling was reviewed and was found to be adequate. A product deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated ipth results for two samples from one patient. The architect generated an initial ipth result of 121 that repeated as 23 at a reference laboratory (method unknown). The second sample generated an ipth result of 147 on the architect and a result of 91 at the reference laboratory. There was no adverse impact to patient management reported.